Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power supply connector) was confirmed. As received, the connector on the power brick was bent, preventing the power brick from properly connecting to the charger. The root cause of the damaged power brick connector was physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a charger had a damaged power supply connector.